Event description:
It is reported that the insert was revised in 2006 due to osteolysis. The implant date is unknown.

Manufacturer narrative:
Evaluation summary: no information provided. Unable to investigate. Evaluation: no product was returned for evaluation. No catalog number or lot number was provided; therefore, the manufacturing records could not be reviewed.